Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a left salpingostomy procedure on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened when sewing during the procedure. At last the pin was found on the pin holder. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.